Event description:
It was reported that about two weeks after the lead implant procedure, the patient experienced a pericardial effusion. The chest was tapped and the fluid drained. An echocardiogram did not reveal a perforation and the physician was unclear if the effusion was caused by the right atrial lead or right ventricular lead, so both were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.